Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that patient first noticed device was not working a day or two before her scheduled surgery. She mentioned she fell a year or so ago and never thought about it again. Patients issues are resolved. The ins was replaced per the physician and patients determination. The hospital had to send the ins to their pathology per their protocol.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the clinician programmer showed the battery status as ok and the longevity at 89.7 months. It was speculated that the ins needed to replaced as it had been implanted since 2014. The patient was having a pocket revision on the day on (B)(6) 2020 for what was believed to be because there was pain at the pocket site. The representative did not see any messages or errors out of the ordinary when the ins was interrogated. It was noted that the ins had likely underwent a por at some point and the battery information was now showing as if it were an 3023. Based on the implant date, the ins had about 26 months remaining. There were no further complications reported or anticipated.